Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a long charge time in middle of life. The health care professional (hcp) noted that the charge time was 23.6 seconds associated with a battery voltage of 2.56 volts. The hcp inquired why the device had not declared elective replacement indicator (eri). Boston scientific technical services (ts) discussed eri triggers and recommended normal device follow ups. Subsequent information was received that during an in clinic follow up approximately six weeks later, the device had reached end of life (eol) associated with a charge time of 32 seconds and a battery voltage of 2.56 volts. The hcp felt that the device had reached eol sooner than expected. A revision procedure was performed. The device was successfully explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.